Event description:
On (B)(6) 2010, pt reported the infusion device piston rod was not delivering the correct amount of insulin. Pt has experienced elevated blood glucose, as high as 315 mg/dl, as a result. Normal blood glucose is 120 mg/dl. Pt bolused, and she changed the insulin cartridge, adapter, and infusion set, but hyperglycemia persisted. Pt watched the piston rod and reported it did not move as much as it should but cartridge changes seemed to be on the same frequency. Infusion device was dropped on the cement a couple times in the past month but "seems to be ok." Pt reports infusion device piston rod makes a clicking sound when it is retracting. Infusion device has also given occlusion (e4) errors when the insulin cartridge is empty. Occlusion (e4) error last occurred a couple weeks before report. Infusion device was replaced and requested for evaluation. The pt did not require treatment form a health care professional or second party to address the issue.